Event description:
Information received from the field notes that inappropriate therapy was delivered as a result of atrial fibrillation and lead dislodgement. The lead was repositioned and the defibrillator was programmed to reduce the likelihood of additional inappropriate therapies.